Event description:
Customer reported the insulin pump was damaged on the screen. Customer stated it was scratched and cracked was difficult to read. Customer's blood glucose was 181 mg/dl. Customer was not sure how damage occurred. Customer stated it was really hard to read what was on the screen and it had a glare. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners was noted during the visual inspection. No cracks were noted on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.